Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/1/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: were there any patient consequences? If yes, please describe. Please provide lot number. Name of procedure? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Sample is available at (B)(6) ¿ can we get return kit? Here is the requested info: consequences: she had to redo that stitch. No other consequences. Lot number is: tjbcjq. Name of procedure: suturing a scalp wound. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a scalp wound closure procedure on an unknown date and suture was used. During the procedure, the thread broke while suturing. There were no patient consequences reported. Additional information was requested.